Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the insertion site was the left sub-clavicle. In early 2009, the distributor stated "the incident happened in a hospital operating room. According to the ot user, the anesthetist who did the insertion is quite senior and experienced. The spring wire guide (swg) was stuck inside the pt, and he couldn't pull it out after he introduced the cvc catheter. They actually cut part of the swg and removed it under ultrasound guide." The second attempt with a new set was successful.